Event description:
Leaking.

Manufacturer narrative:
It was reported that the device was leaking which resulted in the dressing being removed. Due to this, the IV site was lost and another access site was needed. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.